Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the patient presented to the hospital with shortness of breath. The chest CT showed hypoattenuation with concerns of halt/ham (hypoattenuated leaflet thickening/hypoattenuation affecting motion) or possible vegetation. The event outcome is ongoing. There is no recent echo data. Mv mg increase was noted as 5.3 mmhg. Post-operative anticoagulation medications include asa 81mg, heparin 15u, then apixaban 5mg. The patient remains alive.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. UDI number: (B)(4).